Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for completion of preventive maintenance. There was no patient involvement, and no harm or injury reported. During completion of preventive maintenance, the functional testing could not be completed due to a communication failure. The service technician determined the issue was caused by the display printed circuit board assembly. The display printed circuit board assembly was required to address the communication failure. After replacement of the circuit board, the communication was confirmed to have been fixed. Testing was able to be continued resulting in passing results. The device passed final testing and was confirmed to operate properly.